Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an unknown error message issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient managed her diabetes with oral medication, diet, and/or exercise. The patient claimed that she develop symptoms described as ¿sick, nausea, and shaky¿ as a result of the alleged error message. There was no report of any required medical treatment at the time of concern. The patient could not provide information about her diabetes management at the time of concern. The error message issue was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient claimed she had symptoms suggestive of hypoglycemia as a result of the error message.